Event description:
The reporter stated, that the systems were falling apart (detaching) on the female luer lock. There was no patient injury or treatment reported for this event.

Manufacturer narrative:
The subassembly in question is a00071 is manufactured by smiths medical. This assembly is incorporated into the finished product (mx9636) by smiths medical international . The finished product is further assembled, packaged and sterilized by smiths medical international. Visual examination of the returned product confirmed the tubing was detached from the female luer lock; however, no root cause could be determined. The ID and od were within specification, the tube had been fully inserted, and proper bonding technique had been used. The device history record was reviewed and was acceptable. Review of the complaint database indicates this is the only reported issue for this subassembly. Smiths was able to confirm the issue, but no root cause could be determined. This issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.